Event description:
Patient reported left side "rupture." Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an opening. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Patient reported left side "rupture". Device remains implanted.